Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) had lights are flickering and during testing observed leak from helium regulator. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d5, d9, e1(initial reporter, event site email), e2, e3, e4, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer fse was dispatched to evaluate the unit. The fse reported that the touch screen was flickering and replaced it to fix the issue. Another issue was found during testing they observed a leak from the helium regulator; it was repaired and corrected. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received the lcd display with a reported unit failure of touchscreen flickering during operation. The fat dept. Conducted a visual inspection of the part received and found that the part is in good condition. The fat department installed part in the cardiosave test fixture and tested to factory specifications per cardiosave manual. The failure analysis and testing department performed the functional test for approximately one hour and could not reproduce or verify the reported failure.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) had a flickering screen issue. There was no patient involvement reported and no injury or harm reported.